Manufacturer narrative:
The customer reported event of cage inserter jamming was confirmed via visual and functional inspections. Inspection of the jaws found deformation and wear on the instrument. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be more than 13 years old. A root cause of the event is normal wear and tear and extensive use of the instrument.

Event description:
It was reported that; during surgery, the inserter was not functional. The inner shaft was not linked to the dial. After that, the surgeon inserted the cage with a forceps.

Event description:
It was reported that; during surgery, the inserter was not functional. The inner shaft was not linked to the dial. After that, the surgeon inserted the cage with a forceps.